Manufacturer narrative:
Per the cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge on (B)(6) 2017, the customer reported that the insulin gauge started to count down and the reported issue resolved itself. "The pump was working fine now." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with cold insulin and the fill estimate number remained static. The customer's blood glucose level was not impacted. The customer declined to reload the same cartridge and was to wait and see if the fill estimate would change after more insulin was delivered. Although additional attempts were made to contact the customer to confirm if the fill estimate was accurate, the customer did not respond. Reportedly, the customer had used cold insulin to fill the cartridge and tandem technical support informed the customer that per the labeling, room temperature insulin should be used. The customer acknowledged the information.